Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the alarm did not power on initially but further testing discovered that the connection between the battery connector's negative terminal to the pcba was open causing the alarm to power on intermittently and therefore, alarming intermittently when activated by a sensor. There was no visible damage to the alarm case. The customer's sensor pad was not returned. (B)(4).

Event description:
The customer reported that the alarm has no power when tested with new batteries and the alarm case appears to be undamaged. This was discovered prior to use with a patient. Inspection of the alarm found that the negative battery connector was open and that the alarm sounds intermittently.